Event description:
Customer reported being hospitalized due to low bg. Troubleshooting performed pump is operating as designed. During troubleshooting discovered that customer does a fixed prime of 8.0. Explained should be .3. Customer understood.